Manufacturer narrative:
After further evaluation, the suspect medical device alinity I processing module, list number 03r65-01 was removed as likely cause, therefore no further report will be submitted under alinity I processing module.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on one patient. The results provided were: on (B)(6) 2025 sid 2075170 initial=53 pmol/l /repeated on another alinity=11.2 pmol/l laboratory reference range for ft4=9 to 19 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.